Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had been experiencing an intermittent raised lead impedance for many years. The high impedance would last a few months, and then resolve. Patient had a chest x-ray that reportedly had no concerns. They were not provided to livanova for review. The patient was referred for a full revision, as battery was depleting. On date of surgery, the generator was interrogated with high impedance seen. The generator was explanted, and test resistors were attached, still showing high impedance. A new generator was implanted with the current leads, and impedance was within normal limits, so a lead revision was not completed. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.